Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, lot# serial# unknown, implanted: (B)(6) 2012, product type: catheter. Product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. (B)(4). The previously reported codes no longer apply. Also patient and device information have been updated to unknown since previously reported. The correct manufacturing site ID is (B)(4).

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that the event was considered mild and the cause of the event was unknown. Interventions included reprogramming/refill/bolus on (B)(6) 2014. No diagnostic methods were completed and the patient recovered without sequelae on (B)(6) 2014. The pump was being used to deliver morphine, bupivacaine, and gablofen. Additional information also reported that the patient information and device information previously reported was incorrectly reported. The patient information is unknown as well as the device information. (Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had intractable pain. Interventions performed were listed as "reprogramming/refill/bolus" that was performed on 2014-(B)(6). There were no signs or symptoms noted and the event resulted in "in-patient or prolonged hospitalization". The patient recovered without sequelae on the date of reprogramming. The pump was used to deliver fentanyl and bupivacaine.